Event description:
It was reported that revision surgery was performed due to disassociation and dislocation. The surgeon replaced the femoral head and implanted a new poly that was the same size as the previous size.